Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was delivering several inappropriate shocks and therapy was exhausted. The right ventricular lead was not functioning properly, noise and oversensing led to the inappropriate therapy. The device was turned off and the patient received a life vest. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).